Event description:
Covidien rec'd info that an 840 ventilator graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) had lost communication to the ventilator. It is unk if the device was being used on a pt at the time of the unit. The customer replaced the gui cpu pcb. Covidien was authorized only to install the software. Device passed calibrations, extended self test (est), short self test (sst), and performance verification test (pvt).

Manufacturer narrative:
(B)(4).